Manufacturer narrative:
Common device name) turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line was implanted in a patient for an unspecified indication. The white hub of the device broke / severed off at an unknown time following implantation. The conditions and circumstances at the time of the event are not known. The patient underwent complete explant and exchange of the device. No unintended section of the device remained within the patient. No further information was provided. The device is available for examination however the device has not yet been received.

Manufacturer narrative:
A review of drawing and quality control data, and visual inspection and dimensional verification of the returned device were conducted during the investigation. Visual inspection and dimensional verification of the returned device were performed. The white hub was not attached to the proximal end and appeared to have sheared off at the hub joint. The extension tube outer diameter (od) and inner diameter (ID) were both within manufacturing specifications. The extension tube was completely severed from the white hub on the returned device. It is not clear if the device sheared off from fatigue or stress or if the tube partially severed and medical personnel completed the break. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record or complaint history could not be performed as the complaint lot number was not provided. Per the instructions for use: ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube." Based on the provided information, inspection of returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.